Event description:
Sorin group received a report that the heater cooler was not pumping on the pt side. There is no pt involvement as this was detected during set-up.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system. The incident occurred in (B)(6). The medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.